Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for radicular pain syndrome (radicu lopathies) and spinal pain. It was reported that the patient had complaints of pocket and back incisional tenderness, swelling, sweating, diarrhea, and nausea. They also reported that they had a fever. The patient went to their pain clinic to have a nurse practisin goner evaluate the sites. The nurse practitioner noted that ¿everything looked fine.¿ the rep then got a hold of the patient¿s implanting physician, who suggested that the patient proceed to the nearest emergency room for evaluation and treatment. At the emergency room, it was confirmed that the patient had an infection. They were given IV antibiotics, and an oral antibiotic. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on (B)(4) 2017 reporting that they spoke with the patient that morning. The patient was doing much better and still taking oral antibiotics. The patient had following up with the hcp office on (B)(6) 2017. The patient also reported that after being discharged from the emergency room (ER) on (B)(6) 2017 the patient found a tick on their back which they initially thought was a mole that had been approximately 2 inches from the generator pocket. The patient¿s spouse extracted the tick including the head later that same day. The manufacturer representative called the hcp and informed them of this information. The patient¿s weight prior to or post event were unknown at the time of the report. Additional information was received from the manufacturer representative on (B)(4) 2017 reporting that the patient had called on (B)(6) 2017 reporting pain and discomfort at the ins site. The patient was informed to contact their hcp and report the issue immediately. No further complications were reported.